Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported he received an e4 (occlusion) error on his insulin infusion device while trying to deliver a 6 unit bolus of insulin. He stated he changes his infusion headset and tubing every 3-4 days and his current headset has been in use since in 2009. He said his blood glucose is 350 mg/dl and he feels a little weak. He state his insulin is a little cloudy. He was advised to change his insulin. The pt was instructed to disconnect from his headset and bolus 6 units of insulin which he did without error. He then reconnected to his headset and programmed a 4 unit bolus which he successfully delivered. Troubleshooting could not duplicate the error. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.